Manufacturer narrative:
This patient was scheduled to receive bilateral tmj implants on (B)(6) 2020; however, the surgeon was unable to replicate his operative plan. The surgeon placed spacers bilaterally and staged the patient. A new CT scan was taken of the patient, and new joints will be designed and produced.

Event description:
The surgeon was unable to place these bilateral tmj implants.